Event description:
It was reported that the electrocardiogram (egm) revealed atrial paced/ventricular sensed with occasional far field r-wave (ffrw) oversensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.